Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the half of the top of the reservoir compartment has broken off. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the blood glucose reached 515 mg/dl. The customer stated that they were treating the high blood glucose with the insulin pump. The customer stated that the reservoir would not lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.